Event description:
Event description guidant received information that although initial evaluation of the pacing system indicated lead measurements were within normal limits; one week later, threshold measurements were unable to be obtained on this atrial lead and the lead was unable to sense intracardiac signals. Impedance measurements remained within normal limits. A chest x-ray revealed that the lead had dislodged and became positioned in the ventricle. A ventricular tachycardia (vt) episode, which was noted to have been stored on the device the previous week, had been overwritten by multiple vt episodes and there were no daily measurements available for the week prior to the initial evaluation.